Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. The delivery system was returned along with the introducer system. The inner core was removed from the delivery system handle, and the tip was later found detached and trapped inside the introducer sheath. There was damage to the introducer sheath that indicated the physician likely applied retraction and rotational forces during the procedure. The polyimide core that was attached to the tip exhibited significant rotational damage that was likely a result of the physicians device retraction method. In addition there were gouge marks present on the delivery system tip. These gouge marks may have occurred as a result of manipulation and rotation in tortuous and possibly calcified anatomy, suggested by the fact that gouge mark was in a circumferential orientation. Endoleaks are a known risk of the procedure, as identified in the product labeling. The IFU warns against " excessive use of force to advance or withdraw the catheter when resistance is encountered. Vessel or catheter damage may occur. Care should be taken in areas of stenosis, intravascular thrombosis or in calcified and/or tortuous vessels."

Event description:
It was reported that the radiopaque tip of a limb extension delivery system detached during retraction. Reportedly, after successful deployment while attempting to remove the delivery system the radiopaque tip was caught on a stent strut of the limb extension. The physician began to retract the inner core; however, the physician experienced difficulty in withdrawing the tip into the introducer sheath. Therefore, the physician applied torque and noted that the tip detached from the system under angiogram; which reportedly appeared to have broken close to the inner core. The physician used a snare to remove the tip and complete the procedure without further complications. There was no injury reported.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.